Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had an infection. No further information is known at this time. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
It was reported that the patient's infection was at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. The patient is reported to not have complications post procedure.